Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. Growth of microorganisms were reported by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unspecified microbial contamination. This issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report the customer has not provided olympus the positive culture results from the user facility. The device was returned for evaluation. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The test results revealed no detection of microbial contamination on the device. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. Upon device evaluation, it was observed that the air leak inspection failed due to a cut on switch 1, causing a loss in water tightness. It was also observed that the indication on the lock engagement lever was unclear, and the lever was previously repaired by a third party. Additionally, the connecting tube was discolored and was repaired by a third party. Also, the universal cord was discolored and was repaired by a third party. Lastly, it was observed that the image had white dots due to damage on the charge-coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
During a follow - up with the user facility: the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water and auxiliary channel. The customer uses gigasept (pearls) detergent during the pre-cleaning process. During the manual cleaning process, the customer uses gigasept (pearls) detergent and brushes the instrument channel, suction cylinder, instrument channel port and the distal end/area around elevator. The customer uses uses unspecified brushes (ref: 26027, lot: 220419). The scope is manually disinfected with gigasept pearls disinfectant. For automated endoscope reprocessor (aer) treatment, a belimed wd 425e machine is used with endo cleaner thermosept detergent and thermosept ed (disinfectant). The scope is stored vertically in a simple cabinet without drying function. Belimed is the maintenance company used by the customer. The scope was not sterilized. The investigation is ongoing. A final report will be submitted upon completion of the investigation.